Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The ipg as returned had the terminal ends of the extensions broken off inside both header block connectors. The ipg failed initial autotest with missing outputs. After cleaning the header and ball seal springs, the ipg functioned correctly. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with his scs system on (B) (6) 2009 consisting of an ipg, two extensions, and four percutaneous leads. It was reported that upon awakening one morning the pt realized he had lost stimulation. The pt said he had not fallen. An x-ray taken verified no problems with the system connections. The pt's ipg was explanted and replaced on (B) (6) 2009. The explanted ipg was returned to ans for evaluation. Follow up on the pt found him to be doing well.